Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a lot of pain in her back. She felt that she ¿over did it¿ with pain medications the night prior to the report. She was also having shocks up and down her leg with muscle cramps. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Follow-up information received from the healthcare provider (hcp) reported that it was unknown if there was 50% or greater symptom reduction. It was noted that this was a patient with poor mobility and used ¿adaptive equipment.¿ the component involved was the wire to the external unit. The patient unplugged the wire from the stage 1 unit and reattached it with good connection. She had a good sensation and recovered without permanent impairment.